Manufacturer narrative:
(B)(4). Date sent: 3/6/2026 d4 batch #: y7001r an analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a harh36 device with the tissue pad detached. Based on the photo, the reported event was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number y7001r, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the single-use harmonic clamp loses its sheath during surgery. Clinical consequences: no victim.